Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose ranged from 200 mg/dl up to 400 mg/dl. The customer noted their high blood glucose after the settings were adjusted by the customer's health care provider. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.